Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: unspecified 0.014in. Guiding catheter: unspecified 5fr. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a coronary diagnostic procedure in a de novo lesion in an unspecified coronary artery, while using a 0.014 unspecified guide wire and an unspecified 5fr guiding catheter, during inflation of an unspecified coronary diagnostic device, the 0.096-inch (2.44-millimeter) diameter copilot bleedback control valve (bbcv) was noted to be leaking contrast, but no blood loss, from the proximal end of the bbcv. The same copilot bbcv was able to be used to complete the diagnostic procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.